Event description:
It was reported that the patient came to the emergency room in chb (complete heart block), along with symptomatic bradycardia and low blood pressure. There was no capture at maximum output along with undefined high impedance and a possible lead fracture. The rv (right ventricular) lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2009. (B)(4).